Event description:
Per the surgeon, the patient was explanted 2009, due to "no contact to implant.¿ no testing was done to confirm device failure. Patient was reimplanted during the same surgery with a new device.

Manufacturer narrative:
.